Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing, pacing and sensing were completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing, pacing and sensing were completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.